Manufacturer narrative:
This report is being filed on an international product, architect ca 19-9xr, list 02k91-32 that has similar products distributed in the us, ca 19-9xr, list number 02k91-29 and 02k91-33. Section a. Patient information: patient identifier: (B)(6) no further patient information was able to be obtained. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. Elevated complaint activity was identified for lot 77004m800. A review of the device history record for the likely cause lots did not reveal any issues related to the customer's observation. Using world wide field data the historical performance of reagent lot 77004m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 77004m800 was within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 77004m800. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer reported falsely elevated architect ca 19-9xr results for two patients. The following results were provided: patient 1 (sid (B)(6)): initial 105.66 u/ml and retest 8.59 u/ml. Patient 2 (sid (B)(6)): initial 60.43 u/ml and retest 2.91 u/ml. No specific patient information was provided and no adverse impact to patient management was reported.